Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer¿s current blood glucose value was 51 mg/dl. The customer treated low blood glucose value with glucose tablet. Based on customer¿s report customer did allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was using the insulin pump when low blood glucose event was reported. The insulin pump will not be returned for analysis.